Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that stent inadequate apposition occurred. A 2.25 x 16 synergy¿ stent was advanced to treat the target lesion. However, during the procedure, stent was not well apposed to the lesion. No patient complications were reported.